Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is experienced a high blood glucose level of 400 mg/dl, which she treated with a manual injection. Customer current blood glucose is 280 mg/dl. Troubleshooting for the high blood glucose level was about to be performed, and determined the insulin pump is working as designed. Drive support cap was recessed and the insulin pump passed the high pressure test. An occlusion was found and customer was advised change the set and reservoir. No further info was provided.